Event description:
A surgeon reported that when manipulating the lens during the phacoemulsification portion of the cataract with (iol) intraocular lens implant procedure, a posterior capsular tear occurred and the lens fell back into the posterior chamber. A vitrectomy was performed and the iol was inserted in the sulcus. The procedure was completed without further incident. It was noted that the pt had a history of a dense, grade 4 cataract. The surgeon stated that it was excessive lens manipulation combined with tech error assembling the phaco handpiece that contributed to the tear. The pt's present condition is unk. Additional info has been requested.

Manufacturer narrative:
The doctor does not believe the tear was due to any alcon product. The surgeon stated it was the excessive lens manipulation, due to the dense cataract, combined with tech error assembling the phaco handpiece that may have contributed to the pc (posterior capsule) tear. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason steps could not be taken to replicate or confirm the reported event. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. The root cause cannot be determined conclusively. (B)(4).